Event description:
The customer's mother reported that the insulin pump has shut off twice in the middle of the night, causing her daughter to be hospitalized for high blood glucose levels. Troubleshooting was not possible as the customer was not present at the time of the call. The call also got disconnected. Attempted to call the mother, but there was no answer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.